Event description:
During set up for an angiogram procedure, a pig tail catheter was flushed without issue. When the technician attempted to inject dye, they discovered an occlusion in the catheter. The physician removed the catheter, replaced it with new catheter, and continued without incident. When the physician cut open the occluded catheter, he found two "crystal-like" 1mm clear beads. It sent to an independent lab, but they were unable to identify the composition of the specimen.

Manufacturer narrative:
As indicated by the end user, all contents of the convenience kit were disposed of after the procedure and no product was available for eval or testing. A review of the reported packaging lot (1249246) for part number 65050441 was performed, checking for any deviations that could be related to the reported defect of the complaint. No such issues were found, and the review confirmed that the lot met all material, assembly and performance specifications. In addition, a review of the bill of materials for this lot confirmed the pig tail catheter is not included in this kit. There were no other components provided in this kit to cause the reported incident. As no sample was returned for analysis, we are unable to determine a definitive root cause for this incident, however, the process controls in place for this product are considered adequate to detect this reported failure mode. A review of the may 2008 (B) (4) complaint report noted there have been no previously reported complaints of this issue. Neither of the document reviews conducted noted anything to suggest a manufacturing or design issue with the (B) (4) kit. (B) (4).